Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient with a right ventricular (rv) lead developed an infection with sepsis. There was no further information provided. There were no additional adverse patient effects reported. As of this time, the product still remains in service.